Manufacturer narrative:
B5: additional information received at smiths medical 04-aug-2021: discovered during annual pm. No additional information provided. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion sensor) bubbling. The customer stated problem was duplicated. The downstream sensor is bubbling and needs replaced. Replaced downstream sensor. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, the pump exhibited downstream occlusion sensor bubbling. No patient injury reported.